Event description:
It was reported that the procedure was being performed in the hematology dept. The first cvc was placed for the pt on (B)(6) 2012 for chemotherapy. A leak was noticed with the cvc on (B)(6) 2012 during the administration of antibiotics of polyionics. As a result, the catheter was exchanged to continue the antibiotic treatment. See MDR# 3006425876-2012-00054 for the second kit used. F/u info receive on (B)(6) 2012 states the pt was a (B)(6) male and the catheter was placed into the pt's subclavian. The catheter was leaking at the puncture site. It is unk what the composition was of the polyionics.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.